Event description:
It was reported that this pacemaker exhibited unipolar noise and oversensing. The device presented right ventricular (rv) lead pacing impedance high out of range. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the patient's device will continue to be monitored, keeping lead in unipolar mode. Additional information obtained, this device has been explanted and replaced.

Event description:
It was reported that this pacemaker exhibited unipolar noise and oversensing. The device presented right ventricular (rv) lead pacing impedance high out of range. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the patient's device will continue to be monitored, keeping lead in unipolar mode.

Event description:
It was reported that this pacemaker exhibited unipolar noise and oversensing. The device presented right ventricular (rv) lead pacing impedance high out of range. The device remains in service. No adverse patient effects were reported.